Manufacturer narrative:
The product was not returned and lot or serial number is not available. The product is manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product meets those requirements. Product is not released if it does not meet requirements or is nonconforming. Complaint cannot be confirmed based on the current information. A supplemental report will be filed if and when additional information becomes available. This is one of two device reports for this event; there are a total of two events for this patient. Associated MFR report numbers are: 1225714-2013-03618 and 1225714-2013-03619 and 1225714-2016-00010.

Manufacturer narrative:
(B)(4). This is one of two device reports for this event and there are a total of two events for this patient. The other event for this patient is associated with MFR report numbers 1225714-2013-03618 and 1225714-2013-03619. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.